Event description:
The facility's purchasing agent returned a pump for service and failure code 810:02 was found during testing of the device. It is not known if this pump was hooked up to a patient when this failure code occurred. Info was requested regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, but no additional details were available. Alternate contact information was requested but no alternate contact was identified. The facility's purchasing department did not know if this failure occurred during patient use, and did not have any report of patient injury or medical intervention caused by this failure.